Event description:
It was reported that the patient developed hematoma at the pocket incision site. The patient also experienced discomfort with right arm movement post procedure. The patient had developed ongoing bacteremia in (B)(6) 2016 after competitor left ventricular assist device implant. No further information was reported.

Event description:
New information reported stated that the patient was not able to use his right arm for a while because the hematoma took a long time to heal.